Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that there was a sensor not detected message after warm up. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of a sensor not detected message after warm up is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.